Event description:
The reporter stated that the surgeon inserted a aq2010v 3 piece silicone lens. The lens was removed due to a posterior capsular tear noticed when the lens was in the eye. The incision was enlarged to remove the lens and a anterior vitrectomy was performed. No suture was required. The reporter stated that the lens did not seat well in the eye and they felt it may have been due to the injector model type that was used. Surgery was completed using another anterior lens.